Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 488 mg/dl which was too high and they were about to bolus. The customer was assisted with troubleshooting. The device will not be returned for analysis. Frn-unk-rsvr, unomed set.